Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this dual chamber pacemaker, right atrial (ra) lead, and right ventricular (rv) lead showed signs of redness near the pocket that was suggestive of infection, and the decision was made to continue monitoring the situation. At a follow-up visit, high out-of-range rv pace impedance measurements greater than 3,000 ohms were identified and rv lead fracture due subclavian crush was suspected. The dual chamber pacemaker was explanted and replaced with a single chamber pacemaker that was implanted on the other side of the patient's body. Both leads were surgically abandoned, and a new rv lead was placed. Additional information received reported that no vegetation was reported on the device or leads. Blood cultures were taken and no bacteria was detected, however antibiotics were administered prophylactically. Implant difficulty was noted during the placement of the new single chamber system. There was difficulty manipulating the sheath and it was noted that extrathoracic puncture was not used. In addition, the available fluoroscopy equipment was dated and unable to provide imaging for extended periods of time, which may have contributed to implant difficulty. However, the new rv lead was placed and the procedure was completed successfully. No additional adverse patient effects were reported. The provided documentation indicates that the explanted pacemaker will not be returned for analysis.